Manufacturer narrative:
The reported reader was returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. The reported test strips have not been returned and a strip lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product-related issues. If the reported test strip are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 229 mg/dl and 25 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 229 mg/dl and 25 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.